Manufacturer narrative:
The customer¿s report of the secondary back flowing into the primary was confirmed. The set was visually inspected and no anomalies were noted. Both check valves were visually inspected under magnification and were noted to be assembled in the set correctly with the silicone membranes centered. Functional testing confirmed backflow in the upper check valve indicating a faulty check valve. Testing by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the secondary IV magnesium sulfate was noted to free flow into the primary bag. No patient harm reported. Event occurred in the medical oncology.